Event description:
Reporter indicated that patient underwent generator replacement surgery in 2007, due to end of service. A battery life calculation performed using information from an in-house programming history database yielded an estimated 48.93% battery life remaining. This battery life calculation did not take into account programming events, interrogation events, or magnet activations. The generator has not been returned for analysis. Good faith attempts to gain additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.